Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome one time. The last repair was december 22, 2010 where it was reported that the device was sent in for repair with no reason given and the ball detent, damaged control bar, reciprocating arm, seal and retaining ring, poppet assembly, damaged head, thickness lever, bearings, motor, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on march 23. 1994, and is over 22 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The customer hose and width plates were not returned for evaluation. The calibration was out of specification at the zero setting. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. The service technician noted that they were unable to find any problems with the device. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over 22 years old and has not been previously repaired by zimmer biomet since december of 2010. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not cutting right. It slices off the skin on the sides, but not in the center. No patient involvement. No adverse events have been reported as a result of the malfunction.